Manufacturer narrative:
(B)(4). Results of evaluation: endoleak. Results/conclusions: aggressive kissing balloons.

Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aneurysm and vessel morphology were unremarkable. It was reported that after the bifurcated stent graft was implanted the physician performed ballooning with 2 balloons in an aggressive kissing fashion. A competitor balloon was inflated on one side and another competitor balloon was inflated on the other side. At the end of the case there was a type IV endoleak at the hip of the bifurcated stent graft. A catheter was inserted and injected at the aortic bifurcation which confirmed there was a type IV endoleak. No further intervention was performed and the decision was made to evaluate for the endoleak at the 30 day follow-up. No additional clinical sequelae were reported, and the patient is fine.